Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump was in her bra and may have become sweaty. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm was noted and all of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump passed the displacement test. No moisture damage was found on the electronic assembly. The insulin pump had a cracked belt clip slot, a cracked reservoir tube lip, cracked display window, a cracked case at the display window corner and minor scratches on the display window.